Event description:
Uac (umbilical artery catheter) was placed in the infant. Bleeding continued from around uac of unknown origin. There was no air seen in uac, and placement was a little high. When the rn was pulling back line, line snapped in half. The nurse had control of both ends of the line at all times, and the line was removed from baby. The umbilical artery was clamped.